Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device uploaded properly using the carelink pro. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump over delivered insulin on its own, and his blood glucose was reading 42 mg/dl. The caller stated that he had high blood glucose and took a bolus, but he was not sure about the time frame of the event. Troubleshooting was performed, and the displacement test passed. The customer stated that the insulin pump was not exposed to a high magnetic field. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.